Event description:
Related manufacturer report number: 2017865-2023-93576. It was reported that alerts for non-sustained right ventricular oversensing (nsrvos), isolated oversensing of a wide qrs complex and right ventricular (rv) cap confirm not maintaining appropriate safety margin with loss of rv capture noted on freeze capture was observed on the implantable cardioverter defibrillator (ICD) and rv lead. Programming changes were to be made at a future follow up in clinic. Left ventricular pacing was still capturing so there were patient consequences.